Manufacturer narrative:
Correction: the initial result of 28 g/l for sample 1 (tested on (B)(6) 2024) was reported outside the laboratory. The customer alleged additional tp2 results for 1 patient sample: sample 2 (patient 2) was tested on (B)(6) 2024: initial result: 18.3 g/l. Repeat result: 70.6 g/l. The physician questioned both of the initial results for sample 1 (tested on (B)(6) 2024) and sample 2 and requested a repeat of the samples. A general reagent issue can be excluded since calibration and qc data were acceptable. The field service engineer replaced the sample probe, adjusted the wash station and the cells washing, and performed preventive maintenance on 15-oct-2024. The root cause was consistent with a maintenance issue.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested for total protein gen.2 (tp2) assay on a cobas c503 analytical unit. Initial result: 28 g/l. The low result prompted the repeat of the sample. The sample was then repeated on 18-sep-2024 and the repeat result was 75 g/l. No questionable result was reported outside the laboratory.

Manufacturer narrative:
The tp2 expiration date was not provided. The cobas c503 analytical unit serial number was (B)(6). The calibration was last performed on 16-sep-2024 and it was acceptable. Qc was acceptable. The alarm trace did not show any abnormality. The maintenance was last performed on 06-apr-2023. The photometer lamp and cuvettes are exchanged every month. The investigation is ongoing.